Manufacturer narrative:
Add¿l info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that surgeon revised patient¿s right rejuvenate hip due to patient having elevated ion levels and a pseudo tumor.